Event description:
Reporter alleged the blood glucose monitoring device generated a result prior to the test strip being dosed with blood. Reporter stated originally calling regarding a flashing "off" on the device screen however when troubleshooting by getting ready to run a glucose test; the reading of 24 mg/dl appeared on the display without the strip being dosed with blood. Reporter indicated running controls earlier in the morning and stated they are expired. A request was made for the return of the suspect device and replacement product was sent.